Event description:
When physician was intubating the patient, placing the frova into the double lumen tube, fragments sheared off. The fragments were suctioned from the patient.

Manufacturer narrative:
Event is still under investigation.